Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.